Event description:
Customer states device is leaking a fluid that looked like blood. This was discovered after the device was decontaminated. There was no pt involvement.

Manufacturer narrative:
The device was returned to the MFR. The quality engineer could not duplicate leaking, but a brown substance was found. Testing will be done on the substance. The device is still under eval.